Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, the tfna nail broke post implant. The patient was initially implanted with tfna for multi-fragmentary ptos supplied with cerclagen and tfna. The broken implant was replaced with revision prosthesis. This report involves one (1) 10mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: only event year is known. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter phone number: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9 h3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had broken from the proximal section. The broken fragment was returned for evaluation. The reported allegation can be confirmed. No other defect was found. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 r 125° l235 timo15 would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history manufacturing location: monument. Manufacturing date: 11-jan-2023. Expiration date: 01-dec-2032. Part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile. Lot number: 3814p76 (sterile). Lot quantity: (B)(4). Two pieces were scrapped in cell at op #150, qa final inspect, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection certificate, met all inspection acceptance criteria apart from the two pieces noted. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24442 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna. Lot number: 3899p02. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive. Lot number: 3619p36. Lot quantity: (B)(4). Forty-four pieces were scrapped in cell at op #50, final inspection. Twenty-six for rack marks and eighteen for thread-damage/debris. Production order traveler met all inspection acceptance criteria apart from the forty-four pieces noted. Inspection sheet met all inspection acceptance criteria apart from the forty-four. Part number: 21127, timoagri16.00. Lot number: 2002p21. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 24-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 12-dec-2022 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.